Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Additionally, a review of the complaint history could not be performed due to unknown lot information. Based on the limited information reviewed, the cause for the reported single leaflet device attachment (slda) could not be determined. The mitral regurgitation (mr) and tissue damage appear to be outcomes of the slda, and mr and tissue damage are included in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.h6. Device code 2921 removed.

Manufacturer narrative:
Date of event: dates estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment. Article title ¿mitral valve replacement after mitraclip therapy¿.

Event description:
This event was captured based on literature review reporting recurrent mitral regurgitation, tissue damage, single leaflet device attachment, difficult to open clip and mitral valve replacement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The mitral valve showed annular dilatation and restricted movements of both leaflets. The valve could be repaired with restrictive annuloplasty in an elective surgery. After initial correct positioning, the mitraclip remained attached only to the anterior leaflet and new mr was noted. During surgery, the posterior leaflet in front of the mitraclip was completely torn. Opening the mitraclip was difficult and a small tear was noticed in the anterior leaflet. Then a tissue valve was inserted, preserving the entire mitral valve apparatus. The postoperative course was uneventful. After seven months, ejection fraction remained stable at 25% and the patient was in nyha class I/ii. Details are listed in the attached article titled; mitral valve replacement after mitraclip therapy. No additional information was provided.